Manufacturer narrative:
Customer returned 20 unused pit041521 from lot number 0000218016. Using microscope visually checked files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Using the video measuring equipment cpur0004-10, according to the specifications on 0170-sp-pit041521-a.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This report is 2 of 4. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer indicated they broke four profile rotary files during use. The broken piece was not retrieved, but procedure was completed by incorporating the broken piece as part of the fill.